Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 393 mg/dl and an unspecified level of ketones. The cause of the elevated bg level was unknown. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 2 and a half hours later with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate form of insulin therapy.